Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements high out of range greater than 125 ohms. Technical services (ts) reviewed and provided troubleshooting options to perform in clinic. Ts stated lead replacement should be consider if the measurements reach greater than 150 ohms. It was noted that the pacing impedance measurements also follow this patter; however, not out of range. This ICD and rv lead remain in service. No adverse patient effects were reported.